Manufacturer narrative:
Device evaluated by MFR: one venapro system was returned for evaluation. There was no apparent evidence of heat damage. The charger and pumps were tested for over 17 hours. The pumps were tested on battery for over eight hours and tested while plugged in for over eight hours. No heat was observed. Per exemption number e2015057.

Event description:
It was reported that the battery of a venapro unit became hot and burned a patient. A photo provided in association with the event presents a large blister.